Event description:
It was reported that the pt was admitted to the emergency room and intubated due to withdrawal. A catheter dye study and rotor study were done and were negative. The pump was replaced. They stated that the catheter "looked patent." It was unk if the device was related to the event. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.